Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The longevity calculations confirmed that the device exceeded the expected longevity. Manual therapy availability testing was unable to be performed, due to the normally depleted condition of the battery. The right ventricular (rv) lead and right atrial (ra) lead barrels were analyzed in reference to the guidelines, with all dimensions found to be within specifications. The allegation from the field was not confirmed or duplicated during testing and detailed analysis. It was also concluded that the device met specifications for normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pacing lead impedance (pli) measurements of greater than 2000 ohms during a general change-out procedure. It was noted that the pli measurements of the ra lead have been historically high since its initial implant. The physician decided to leave the ra lead implanted with the new device as the other lead values were within normal range. Additional information from the field stated that the source of the high impedance measurement was not conclusively determined. This crt-d was explanted due to normal battery depletion. No adverse patient effects were reported.